Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device received inappropriate shock therapy due to oversensed noise. The therapy was triggered on two separate events, three days apart. Data was reviewed by technical services whom then provided in office troubleshooting recommendations. To date, the device remains implanted and in service with no resulting adverse patient effects.